Event description:
Pt was being transfered from the sitting to a standing position when the hoist moved causing the pt to fall to the ground and against the bath. The pt incurred injuries to her arm (skin came off). Note: non locking lift.

Manufacturer narrative:
There were no faults found on the machine. User error. The investigator concluded that this was a straight forward case of the seat moving away through lack of position lock. The patient then lost balance and fell. The customer's safety officer has been advised of the user error and referred to the operating instructions.